Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was unable to generate a morphology template despite the fact that the physician was able to view the template match percentages on screen. The device remains impanted. No further information is available at this time.